Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had the light guide (lg) lens shows corrosion, and there is dirt on the light guide (lg) lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.